Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported, PICC catheter installed in patient with expired expiry date. Expiry date: 31/03/2025 on (B)(6) 2025. Additional information received on 05/15/2025: patient developed pibs (primary bloodstream infections) 5 days after insertion, presenting with fever, the catheter was removed and a new device was inserted. The root cause of the infection has not yet been determined by the hospital's (B)(6).

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. During follow up with the customer, additional information was provided and reviewed. It was determined that because the infection developed 5 days after insertion it is likely not related to the insertion of the expired device and each event will be addressed in their own reports. Medwatch report 3006260740-2025-03688 will address the insertion of the expired device and has been deemed a not reportable event as it does not pose an incremental risk of harm to the patient or other person. Medwatch report 3006260740-2025-03801 will address the infection developed.

Event description:
It was reported PICC catheter installed in patient with expired expiry date. Installation of power PICC 5f catheter, triple lumen, batch rehr0113, expiry date: 31/03/2025 on 25/04/2025.